Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: investigation is based on event description and image review. The initial venogram demonstrates a rather severe levoconvex bend of the infra-renal ivc related to the patients severe scoliosis. A nearly 40 degree angle is created between the ivc above and below the apex of curvature. The infrarenal ivc measures ~18mm in diameter and has a 3.5cm straight segment below the inflow of the renal veins but still above the apex of curvature. Below this apex, there is a 5.5 cm segment of the ivc that is straight and measures ~22 mm in diameter. Upon deployment the primary filter feet were clustered together, measuring only 7mm between the filter feet, while the secondary filter legs appeared more fully expanded, measuring 20mm between the legs. The filter had a 33 degree leftward tilt relative to the segment of the ivc. From a jugular approach, deploying the ivc filter above the angle of apex would decrease the likelihood of a significant tilt, while from a femoral approach, deploying caudal to the bend would result in the same. Unfortunately, the ivc filter was deployed from a jugular approach with the feet positioned basically at the apex of angulation. Furthermore, due to the angulation of the suprarenal ivc as well as the bend in the infrarenal ivc, this positioned the deploying sheath along the right lateral wall of the ivc. As the filter was unsheathed, all four primary filter legs were located immediately adjacent to the right lateral wall of the ivc. Although no cross sectional images were submitted for review, the ivc typically has an ovoid configuration, and can even be slit like at times, tapering in dimension as one moves from the central ivc towards either the right or left wall of the ivc. This configuration likely allowed the anterior and posteriorly directed primary filter legs to engage with the anterior and posterior walls of the ivc immediately as the filter was unsheathed. This intern inhibited any significant lateral expansion of the primary filter legs, and accounts for the appearance seen on the submitted images. In addition, as the sheath was further retracted exposing the entire filter, the secondary filter legs tried to center the ivc in this segment of ivc. Because of the primary filter legs being clustered together, and the proximity to the right lateral wall of the ivc, the secondary legs on the right pushed the cranial aspect of the filter more towards the left, basically pivoting on the primary filter legs. This contributed to a 33 degree leftward tilt relative to the segment of the ivc seen on the final image, and positioned the hook against the left wall of the ivc. As this was a jugular approach, the deploying physician had several opportunities to help remedy the situation by recapturing and repositioning the ivc filter. There is no discussion as to why this was not done. Looking at the venogram, if the ivc filter would have been deployed 1-2 cm more cranially, or potentially entirely caudal to the bend, none of the reported issues would have likely developed. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "once deployed, primary struts failed to fully expand". Additional information provided on 21feb2019: "I wanted to reach out regarding a filter case that took place yesterday. The physician placed a celect platinum filter from the jugular approach in a patient with sever scoliosis. The patient's ivc was measuring about 18-20mm and upon deployment the secondary struts opened fully, obtaining full wall apposition. However, the primary struts did not fully expand and only two of the primary struts had distal wall apposition. The physician was able to take pictures from three different viewpoints and confirmed that the legs were not intertwined. It looks like there is a shelf left and anterior which is preventing the other 2 legs from fully expanding. He left the filter as is and believes it to be a patient abnormality that is preventing the full expansion. Currently the care plan is to remove the filter in three months". Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.